Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 273 mg/dl. The bg level was addressed with a manual injection. It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user reported a bg level 232 mg/dl for the cartridge change error. It was confirmed that the user had an alternate method of insulin delivery available.